Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's blood glucose went low and collapsed. The paramedics were called out and the customer was taken to the emergency room. Troubleshooting was performed. The programming in the insulin pump was correct and the device was working properly.